Manufacturer narrative:
(B)(4). Batch # r5ae4g. Device evaluation summary: the analysis results found that the sdh29a device arrived with the anvil missing. The breakaway washer was not present and there were staples present. All of the staples were noted to be protruding and slightly damaged on the safety. The device was reloaded with staples and tested for functionality. During the functional test, a movement on the ferule and a gap between anvil and guide face were noted. However, the staple line was complete and the staples meet the staple form release criteria. It appears that an attempt was made to fire the device with the safety engaged, allowing the staples to partially protrude. It should be noted that to fire the device, draw the red safety back towards the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was found that the staples were protruded when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.